Event description:
On (B)(6) 1014, kci received article, fox, a., et al. An unusual complication of vacuum assisted closure in the treatment of a pressure ulcer. Journal of wound care (2004) 13:8, the reported that one (1) patient had retained foam, alleged to be v.a.c. Dressing, left in their wound. The patient was placed on v.a.c. Therapy for a period of three (3) weeks, "followed by intermittent v.a.c. Therapy therefore. In the first 12 months of treatment, the cavity had significantly reduced in size." The patient experienced infections that were treated with antibiotics. The patient's preexisting pressure ulcer was not healing due to a persistent discharging sinus. Upon examination, foreign bodies, alleged to be v.a.c. Dressing was found at the base of the sinus. The foreign bodies and sinus were removed and "uncomplicated healing occurred over a period of eight months". No additional information is available.

Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Dressing was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible error. There have been several attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection of other adverse events. Dressing changes - wounds being treated with the v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c. Dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.